Manufacturer narrative:
Follow-up #1 date of submission 11/04/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed evidence of reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was able to attach to the pump with no power loss. The pump emitted a no cartridge detected warning during testing; the complaint could not be fully investigated due to this. The pump cover was opened and no internal defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing an intermittent power issue. There was reported that the battery compartment was cracked. There was no reported moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.